Manufacturer narrative:
1. B5: new information received. 2. H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the handpiece began heating in less than a minute of use. The device was operating at 3000 rpm in oscillating mode, with an irrigation flow rate of 25 cc/min.

Manufacturer narrative:
H3: product analysis: the customer's reported problem of overheating is not able to confirmed. Unable to perform pre-repair temperature test, as hp not rotate. Visual inspection, the handpiece found the handpiece cosmetically not ok. Connector found dent. Thumb wheel assembly found jammed not rotating. Hi-pot test fail. Error code 15 observed. Motor cable assembly found faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the m5 microdebrider was stuck and heating. There is no patient involved in this event.